Event description:
Worsening symptoms started in 2007 through 2020. Fatigue or chronic fatigue; cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss); muscle aches, pain, and weakness; joint pain and soreness; dry skin, eyes, mouth, hair; weight gain; easy bruising; temperature intolerance; ringing in the ears; heart palpitations; shortness of breath; metallic taste in the mouth; night sweats; severe skin rashes; insomnia; swollen and tender lymph nodes in the breast area, underarms, throat, neck, and groin; tingling or numbness in the arms and legs; burning pain around the chest wall or breasts; foul body odor; muscle twitching; vertigo; dehydration; frequent urination; chronic neck and back pain; photosensitivity; nail changes (cracking, splitting, slow growth, etc.); increase in papules (flesh colored raised bumps); edema (swelling) around eyes; decline in vision or vision disturbances- cataracts; slow muscle recovery after activity; liver dysfunction; gastrointestinal and digestive issues- ibs, gerd; sudden food intolerances and allergies; smell or chemical sensitivities; throat clearing, cough, difficult swallowing, choking feeling; chronic inflammation; headaches and dizziness; capsular contracture- baker grade IV; silicone particulates in capsules surrounding implants. FDA safety report ID # (B)(4).